Manufacturer narrative:
(B)(4). The product is expected to be returned for testing. This product issue will be updated when additional information is received.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 2500 ohms on the atrial and right ventricular (rv) channels. Additionally, there was no capture on both channels despite maximum device outputs and no sensing measurements were noted. The patient reported no trauma to the pacemaker site, but does report being on an inversion table and starting inversion therapy a few months ago. The patient is not pacemaker dependent and was asymptomatic with an underlying rate of 45-50 bpm. A revision procedure was performed and the patient's leads were fractured at the subclavian entrance point. The system was removed from service and replaced. No adverse patient effects were reported.